Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the left subclavian of an elderly female patient. During insertion, the cardio anesthesia physician, had no difficulty. When he attempted to remove the guide wire, he felt some resistance. He pressed on the patient's clavicle which will many times help in this situation but did not. He slightly pulled one more time and the wire began to come out but unraveled. As a result, he then removed both the catheter and wire as one. Everything was removed intact and a wire from a new tray was inserted without any problems. The catheter was placed successfully. There was no delay in treatment and no patient death or complications reported

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire unraveled during removal was confirmed. One unraveled guide wire was returned. Visual examination revealed the guide wire was unraveled starting 41 cm from the j-end. Numerous kinks/bends were observed over the length of the guide wire. Microscopic inspection determined that the core wire was separated adjacent to the proximal weld. The proximal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the distal weld (j-end) remains intact with the coil/core wires. The guide wire graphic specifies the length at 600 +/-4 mm and the outside diameter at .788/.826 mm. The length of the broken core wire was confirmed to be consistent with the graphic; therefore no pieces appear to be missing. The diameter of the guide wire measured 0.799 mm, which also met specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Other remarks: a device history record review was conducted based on sales history and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.